Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, 3.00x20mm, concentric, de novo target lesion with a bend of >45 and <90 degrees was located in the severely tortuous and mildly calcified left anterior descending artery. After crossing the lesion with a 6f ebu 3.5 guide catheter and a non-boston scientific guidewire, pre-dilatation was performed with a 2.00x12mm maverick balloon catheter. Subsequently, a 3.00x24mm promus element plus drug-eluting stent was advanced and maneuvered with additional non-boston scientific guidewire in place but the device failed to cross the lesion. It was found that the proximal edge of the stent appeared to be lifted and flared up so the physician removed the device. A different device was used to complete the procedure followed by post-dilatation with a 3.5x8mm nc emerge balloon catheter. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
(E1) initial reporter first name: (B)(6). Device evaluated by MFR: promus element plus,mr,ous 3.00x24mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of damage with proximal end struts pulled distally. The undamaged crimped stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Initial reporter first name: (B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, 3.00x20mm, concentric, de novo target lesion with a bend of >45 and <90 degrees was located in the severely tortuous and mildly calcified left anterior descending artery. After crossing the lesion with a 6f ebu 3.5 guide catheter and a non-boston scientific guidewire, pre-dilatation was performed with a 2.00x12mm maverick balloon catheter. Subsequently, a 3.00x24mm promus element plus drug-eluting stent was advanced and maneuvered with additional non-boston scientific guidewire in place but the device failed to cross the lesion. It was found that the proximal edge of the stent appeared to be lifted and flared up so the physician removed the device. A different device was used to complete the procedure followed by post-dilatation with a 3.5x8mm nc emerge balloon catheter. No patient complications were reported and the patient status was stable.